Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in clinic with a driveline power alarm. Log files displayed driveline power fault / power b broken alarms that started on 04sep2024. The system controller and modular cable were exchanged. The patient tolerated the switch well. No further alarms were noted. Follow-up log files confirmed no further alarms were noted.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file and via the modular cable¿s functional testing. The provided log file captured a driveline power fault alarm correlating to the system¿s power-b line on (B)(6) 2024. The alarm remained active until the driveline was disconnected to exchange the system controller and modular cable, and the alarm did not prevent the system from operating as intended. The returned modular cable (lot number 7926920) was functionally tested alongside a mock loop and alongside the returned system controller. Atypical events and alarms were not reproduced throughout all testing, even when the modular cable was manipulated. However, the modular cable¿s internal wires were measured for continuity, and the resistance within cable¿s red wire was observed to significantly fluctuate when the cable was flexed at its controller-side connector¿s bend relief. This wire is responsible for the power-b line within the driveline which is consistent with the alarm observed in the log file, and sustained increased resistance values within this wire could cause a driveline power fault alarm to occur. The root cause of the reported event was determined to be wire fatigue within the modular cable near its controller-side connector¿s bend relief, consistent with repetitive flexing of the cable over time. Review of the device history record for the modular cable, lot number 7926920, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). Incidental findings: the returned modular cable (lot number 7926920) was observed to have a discolored outer jacket and discolored bend reliefs upon arrival no further information was provided. The manufacturer is closing the file on this event.